Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and a33 test due to faulty gold fsr. The motor was tested outside the device and passed. Unit received with broken reservoir tube lip and battery tube threads. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus and basal attempts. Customer does not recall any significant events leading to the error, but stated that the alarms occurred twice in the last thirty days. Customer's blood glucose was 162 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to rewind the pump. The customer was advised that the device would be replaced and to return the product for analysis.